Manufacturer narrative:
Device is a combination product. A 2.25 x 16mm synergy stent delivery system was returned for analysis. A visual examination of the stent found evidence of distal stent damage with stent movement in a distal direction. The outer diameter of the stent could not be measured due to the stent movement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no issues. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section identified inner lumen damage 139.5cm distal to the distal end of the strain relief. No other issues were identified during the product analysis.

Event description:
Reportable based on analysis completed on 23oct2019. A percutaneous coronary intervention was being performed on a 70% stenosed, mildly calcified, and severely tortuous lesion in the left circumflex coronary artery. The lesion was predilated with a emerge 2.25 x 12mm balloon. This 2.25 x 16mm synergy stent was unable to cross lesion even with the use of a guidezilla. A 2.25 x 8mm synergy stent was attempted but was also unable to cross the lesion. A 2.0 x 12mm agent and 2.0 x 8mm xience were also unable to cross the lesion. The procedure was aborted without patient injury. However, returned device analysis revealed stent damage.